Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output and telemetry difficulties. The unit had the elective replacement indicator set.